Event description:
The pt had revision surgery to remove a screw. During implantation, the hex end of the driver broke off inside the screw head. The screw was removed and replaced using a second driver. Ten additional minutes was added to surgery time.